Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving 10mg/ml morphine at 0.48mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient was admitted to the hospital on (B)(6) 2019 for bradycardia. It was reported that on (B)(6) 2019 the patient became delirious, anxious, and had increased pain. The patient was given ativan for the symptoms. No further complications were reported.